Event description:
In early 2007, patient was diagnosed with osteoarthritis in the left hip, and had a left total hip arthroplasty. Due to painful left total hip arthroplasty, the patient underwent a revision of the left total hip arthroplasty the following month. The surgeon documented that a loose acetabular component was the reason for the same day surgical revision. The surgeon removed the components and returned them to the manufacturer for device evaluation.